Event description:
Report received of an overdelivery of neosynephrine. The pump was programmed to deliver 1000ml of d5ns at 150ml/hr on channel a. On channel c, an unspecified concentration of neosynephrine was infusing at a rate of 40ml/hr. At an unspecified time, the pump gave an audible alarm and displayed the message "air in line" the nurse noted that the bag of neosynephrine was empty and reported that there should have been approximately 125ml remaining. The nurse reported that the pump was found infusing at 499ml/hr on channel c. Reportedly, the pt did not experience any "negative outcome" and "did not get a fluid bolus". Though requested, there was no further info available.